Manufacturer narrative:
. E3: occupation: rt one (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly were returned fully mated and with a kink at the blood inlet holes of the assembly. Dimensional analysis was also performed by measuring the outer diameter (od) of the locator and od of the hemostasis sheath. The dimensions were found to be as follows: locator od - 0.092", sheath od - 0.115". The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.115" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. A kink was noted at the blood inlet hole of the sheath and locator assembly. Dimensional testing was performed by measuring the od of the sheath and locator and both components were within specifications. Based on the condition of the device, the complaint can be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the device during device insertion. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The angio-seal sheath would not go into the patient. The blood loss was less than 250cc. Additional information was received on (B)(6) 2025: the procedure performed was a leg intervention case. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The common femoral artery (cfa) had calcium. Hemostasis was achieved through manual pressure. A pre-deployment angiogram was performed. The patient condition was stable. There were no concomitant medical products used with the angio-seal.